Event description:
It was reported there was an overdose. The patient had a refill in the morning and approximately two hours later had overdose symptoms and went to the emergency room. The patient had since stabilized. The reservoir volume was checked and there were no discrepancies. However, at the refill a small drip of drug was noted at the tip of the refill needle. The patient¿s medical history or oral medication information was not known. The patient was doing fine as of (B)(6) 2014 and had no further issues. The system was being used to deliver fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8551, lot # cs3573, product type accessory. (B)(4).

Event description:
Additional information received reported that the reporter was unsure if the issue was due to the refill needle. The most likely cause was leakage due to pulling the needle out too quickly. The patient was reportedly doing fine.